Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blue hand was cracked during an unknown surgery. It was reported there was no prolongation of the surgery and no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: the investigation shows that the welding joint between the handle and the inner shaft broke and therefore the plastic handle cracked. The nature of the visible hammering marks and striations on the striking head and at the shaft, point to the fact that the instrument was subjected to excessive use. The current technique guide recommends to insert the pfna blade to the stop by applying gentle blows with the hammer. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. No product fault related nonconformity was detected. The nature of the visible hammering marks and striations on the striking head and at the shaft, point to the fact that the instrument was subjected to excessive use. No product fault related nonconformity was detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 29january2013. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.